Event description:
Pt presented with bleeding. The physician performed a colonoscopy procedure. During the procedure, it was noted the pt had sigmoid colon narrowing requiring the use of air to aid in advancing the endoscope. There was barotrauma perforation to the cecum. The pt was transferred to surgery and treated.

Manufacturer narrative:
The epk-I video processor involved in this event was evaluated by a pentax field service technician and is performing within the manufacturers specification. Possible causes for the event include: pt condition. Operator selection of air pressure level. Perforation is known risk in colonoscopy, especially with a down stream stricture. Pentax considers this report closed.